Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing insertion site symptoms while wearing an adc freestyle libre sensor. It was further reported the symptoms started in (B)(6) 2017, after eight days of wear. The customer noticed ¿itching, pain, redness and a wound¿ at the insertion site. Customer noted that on an unspecified date he had contact with a healthcare provider who diagnosed him an infection and prescribed the following antibiotics: fucidin cream and augmentin 500 mg orally. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date) has been updated based on the returned product download. The reported sensor has been returned and visual inspection was performed on the sensor patch, no issues were observed. The sensor plug was seated correctly. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing insertion site symptoms while wearing an adc freestyle libre sensor. It was further reported the symptoms started in (B)(6) 2017, after eight days of wear. The customer noticed ¿itching, pain, redness and a wound¿ at the insertion site. Customer noted that on an unspecified date he had contact with a healthcare provider who diagnosed him an infection and prescribed the following antibiotics: fucidin cream and augmentin 500 mg orally. There was no report of death or permanent injury associated with this event.